Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown), but the device displayed a calibrated pulse, instead of the pt's ECG rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.